Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2024. It was reported that they were having significant pain since the date of implant of the trial. Patient reported this morning they woke up and on the left side of their buttock there was a "kind of a wire" sticking out and reported experiencing a stabbing/shooting pain down their left leg. Patient reported the pain was pretty significant from the date they started the trial until yesterday. Patient reported then this morning they woke up with pain going down their leg. Patient stated they called their healthcare provider (hcp) but was advised to contact patient services to see if patient's device could be turned off. Patient reported their handset was not communicating with their device. During the call patient attempted to communicate with the ens and patient got the unable to communicate with device message. Reviewed message meaning and considerations. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked, "on the left side of their buttock there was a kind of a wire sticking out", the hcp reported that there was no issue with lead wire. The device turned up to very high amplitude, sensation of "poking" was a suture. The cause of the stabbing/shooting pain down the leg was determined as the amplitude was set too high. The steps was resolved was that the program changed and the amplitude turned down and issue has been resolved. The cause of the handset not communicating with their device was determined because of incorrect use. The issue was resolved. The steps taken to resolve the wire sticking out was done by patient education. The issue was resolved.